Event description:
(B)(6) healthcare was contacted by a patient regarding a 525ds oxygen concentrator, which the patient stated was purchased for her by her daughter. The patient stated she was using the device when the red (service required) light illuminated. She also commented the device "smelled hot." While talking with her on the phone, the patient adjusted the oxygen flow meter from the setting of 2 to 3 liters/min. The patient stated that once she adjusted the oxygen flowmeter to 3 liters/min, the yellow (low oxygen) light came on, followed by the green light (normal operation and oxygen purity). The patient also noted the device stopped "smelling." The patient did not voice any complaints of illness or injury and did not seek medical attention. We have requested the device be returned to devilbiss for evaluation. Devilbiss will file and follow-up one the unit is returned and evaluated and/or if we receive any new or additional information.